Event description:
It was reported that patient underwent a right total knee arthroplasty in 1997. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty in 1997. Subsequently, revision procedures were performed on unknown dates for unknown reasons. It was further reported that patient was revised on (B)(6) 2015 due to unknown reasons. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown date in 1997. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.